Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was determined that the image function did not work normally due to the failure of the charge-coupled device (ccd), and the phenomenon, ¿there is a problem with the image¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that blurry/foggy intermittent image was seen due to a bad charge coupled device unit. It was also noted that there was a cut on the cable and it failed the water leak test. The serial plate was also faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the hd camera head had an issue with the image. The problem, as reported to olympus, was identified during preparation for use. There were no reports of patient harm associated with the event.